Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited dislodgement repeatedly and could not be fixed firmly. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.